Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate. The stm re-seated all connections on the monitor driver board, coiled cable, and in the monitor itself, however, the graphics issue was still observed on the left side of screen. In order to correct the issue, the stm replaced the color video receiver board in the monitor. The stm then performed all calibration, functional and safety tests per factory specifications and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during the daily checks performed by the customer, the screen on the cs300 intra-aortic balloon pump (iabp) went blank-white. There was no patient involvement and no adverse event was reported.